Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that when a bolus is delivered via the audio bolus button, the bolus does not record in the pump history. The pump was not available for review during initial contact. Customer technical support has attempted to follow up with the reporter to complete troubleshooting, without success. It is unclear at this time of the bolus was not recording properly or if the audio bolus feature was not turned on. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged bolus history issue.